Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The reporter's facility address and phone number were not available. The serial number was unknown. The manufacturing site name and address were unknown. The device manufacture date was unknown. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during a total knee replacement surgical procedure, it was observed that the sagittal saw attachment device stopped working. It was noted that the attachment device was tested with another motor device and the device still did not work. There were no reports of surgical delays due to the event. It was reported that the procedure was completed successfully with an unspecified spare device. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.